Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this right atrial (ra) lead exhibited low out of range pace impedance measurements. Surgical intervention was taken to surgically abandon and replace this lead and upgrade the pacemaker to a cardiac resynchronization therapy defibrillator (crt-d). No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead triggered lead safety switch (lss) and exhibited high out-of-range pacing lead impedance. Undersensing and low p wave measurement were also noted. The patient was scheduled for lead revision and generator change. An attempt to obtain additional information was unsuccessful. The system remains in service. No adverse patient effects were reported.